Event description:
(B)(4). The dealer reported that the tdxsp custom power wheelchair joystick gimble was functioning intermittently when it was commended to drive forward. There was no injury reported.